Event description:
Upon release of the automatic compression paddle after the mammogram x-ray, the nipple of the opposite breast (left) was pinched between the top of the compression paddle and the filter holder of the mammogram machine. Pt experienced a minor abrasion of the left nipple and areola with no bleeding with possible bruising post trauma.